Event description:
It was reported that an air embolism occurred. A left atrial appendage (laa) closure procedure was performed using a watchman flx pro laa closure device with delivery system (wds) and a watchman fxd curve access system. When the wds was inserted into the was air was identified in the laa via transesophageal echocardiogram (tee). The closure device was deployed and the air was trapped by the closure device in the laa. The patient fully recovered and was discharged one day post index procedure.